Event description:
The caller states that she opened up the joystick box, and seen that the circuit board is corroded at the wires connection spot. The caller states that they hit a door with the joystick and it broke off. So they decided to rewire it and tape it together, and that may have caused the issue.